Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a kinked cannula with a non-tandem infusion set. Blood glucose was around 600 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Brand of infusion set was not reported.